Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that a distal type 1 endoleak was detected recently due to a dilated right iliac artery. A planned coil embolization of the hypogastric artery was performed and the next day an aneurx iliac limb was implanted, which resolved the nedoleak with excellent result. No additional clinical sequelae were reported and the pt is fine.